Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture was confirmed upon explant surgery". Device has been explanted.

Event description:
Healthcare professional reported, right side "rupture. Was confirmed, upon explant surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe, as it is a medical event. Not related to the device. Rupture: observed, broken on anterior side assessed, as surgical damage. Additional observations: observed, creases on the device. Observed, non penetrating nicks. Observed, 40 mm dark patch edge material inside gel device.